Manufacturer narrative:
Evaluation of event is based on the mfg and qc procedures and the history of the device related to this event. " the info contained herein is being provided to the FDA to comply with regulations relating to medical device reporting. This submission is not intended to and shall not constitute and admission on behalf of datascope that the product which is the subject of this report in any way malfunctioned, was defective or was casually related to any death or injury".

Event description:
The customer reported that on 10/17/97 vasoseal was used in the right groin following a diagnostic catheterization procedure. That evening the pt lost pulses in the right leg. The pt went to or for removal of a white substance and the artery was sutured closed. The pathology report is pending.